Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera® system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient complained of vomiting. X-ray, endoscopic analysis (eda) and palpation examination confirmed hyperinflation."

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received deployed balloon. The balloon shell was noted to be discolored, and was brown and black in appearance. Tan, white, brown, and green particulate matter was noted on the inner and outer surfaces of the balloon shell. The center patch was noted to be discolored, and was black and brown in appearance. Green, tan, and yellow particulate matter was noted on the outer surface of the center patch and valve. As the balloon was not received with a fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was not feasible, as the device had a large tear covering approximately 30% of the balloon shell. The tear was approximately 6 inches in length. Under microscopic analysis, the apparent origination point of the tear was noted to be striated, and consistent with device removal activities. The tear on the shell was located on the posterior portion of the balloon, opposite the center patch. An opening was noted on the posterior portion of the balloon, approximately 1 inch from the large tear. The edges of the opening were noted to be sharp and striated, consistent with damage from a device removal tool. White and brown particles were noted on the inner surface of the slit valve. Under microscopic and visual analysis, the shell appeared to be degraded. White and brown particles were noted to be covering approximately 90% of the outer surface of the shell, and 95% of the outer surface of the center patch.